Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 80 units of insulin during the load sequence. Cts educated customer that a minimum of 80 units is recommended when loading a cartridge. The customer loaded on a new cartridge to address the issue.